Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, high pacing impedance was noted on the left ventricular (lv) lead. Diagnostic imaging and testing was performed and no anomalies were observed. No intervention was performed at this time. The patient was stable and will continue to be monitored.